Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: email notification received. There is no report of adverse event at this time. Update (B)(6) 2017: additional information received. Patient was revised to address achey, fluid collection in hip, high metal ions and valgus alignment. Product codes and lot numbers updated.

Manufacturer narrative:
Aug 15, 2017: email notification received. There is no report of adverse event at this time. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.